Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was 230 (mg/dl). A manual injection was delivered. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.